Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 406 mg/dl. Customer had bolused with 6 units of insulin. The customer declined to troubleshoot for their high blood glucose. Customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.